Event description:
It was reported to covidien that the trach lasted two days. The pt's vent started alarming, the trach cuff was leaking. A non-routine replacement of the tube was required. The replacement is working ok. There was no pt harm.